Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 (concomitant). H3, h6: investigation summary: according to the information received, the issue with the following product: 451611001 sn (B)(6). Upon registration of the patient - then the surgeon deemed that the phantom was inaccurate when t7 and t8 on the left side were lateral to plan. A second spin was completed and when they placed the rest of the screws in the segment, 4 of the screws were considered inaccurate to plan: t6 was lateral on left side, t5 on the right side was deemed medial, t7 on right side was deemed medial and t8 on the right side was deemed medial. Results received from the engineering team: (uploaded under velys navigation station (B)(4)). Investigation summary: the investigation was conducted by tpm team. The reported issue could not be confirmed for velys robotic-assist station. The issue is related to velys navigation station software. Log review confirmed the device captured a registration mismatch followed by the request to perform an anatomy check step, as defined in this situation. Further log review investigation is under the velys navigation station (B)(4). Root cause: no failure found with the velys robotic-assist station. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. No manufacturing record evaluation required as no manufacturer or service-related issue found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a t4 to l1 posterior spinal fusion procedure, during screw the surgeon deemed that the phantom was inaccurate when t7 and t8 on the left side were lateral to plan. A second spin was completed and when they placed the rest of the screws in the segment, 4 of the screws were considered inaccurate to plan: t6 was lateral on left side, t5 on the right side was deemed medial, t7 on right side was deemed medial and t8 on the right side was deemed medial. Some screws were replaced with free hand navigation and others were not in the spin were completed free hand without navigation. Robot was on the patient's right side. There was patient involvement, but no injuries, medical intervention, or prolonged hospitalization were reported.